Event description:
It was reported that the user experienced elevated glucose overnight after dinner, after which the pump delivered corrections and glucose then trended low; the user treated the low with approximately 20 g oral carbohydrate (juice) and acknowledged a tendency to overtreat rather than follow the 15-minute guidance, and education on treating lows was provided including recommendation to consult the care team for potential adjustments. Symptoms included hypoglycemia with a nadir of 39 mg/dl and thirst during the hyperglycemic episode with a peak of 197 mg/dl. Outcomes included serious injury and the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment of lows, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.